Manufacturer narrative:
2199.

Event description:
Information received a smith medical cadd ms3 pump (B)(4) serial number was beeping continuous overnight. Trouble shooting did not change outcome of event, so pump turned off and the consumer of product switched to back up pump for infusion of remodulin 111.1ng/kg/min. Infusion is life sustaining for pulmonary arterial hypertension. No adverse patient events occurred.